Manufacturer narrative:
A ge service representative performed an on site investigation. The software and calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system was displaying a 'file system corrupted' message. No pt injury was reported.